Manufacturer narrative:
Additional information was received stating that when the physician explanted the leads, a large amount of calcification was around the leads, which may have explained the impedances.

Event description:
A report was received that the patient was having difficulty keeping his ipg charged and was experiencing a decrease of his pain relief. An impedance check revealed high impedances. The patient underwent a revision procedure wherein the entire system was replaced. The patient was reportedly stable post-operatively.

Manufacturer narrative:
Additional information was received that prior to the explant procedure, it was unknown if electrocautery was used or if the patient had an MRI procedure. The following devices were returned and analyzed: sc-1110, s/n (B)(4) the inspection revealed the ipg was completely depleted. Internal inspection revealed that the ipg exhibited excessive sleep current leakage and the impedance was low. These are the symptoms of analog damage due to exposure to high-voltage transients causing internal shorts in the component. The complaint of high impedance could not be verified because the associated leads were not available for return due to being cut during the explant. Sc-2138-30, s/n (B)(4) as the leads involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was having difficulty keeping his ipg charged and was experiencing a decrease of his pain relief. An impedance check revealed high impedances. The patient underwent a revision procedure wherein the entire system was replaced. The patient was reportedly stable post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-30 serial #: (B)(4) description: scs 30cm iii lead it is indicated that the explanted leads will not be returned for evaluation; therefore a failure analysis of the leads could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty keeping his ipg charged and was experiencing a decrease of his pain relief. An impedance check revealed high impedances. The patient underwent a revision procedure wherein the entire system was replaced. The patient was reportedly stable post-operatively.